Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient/device information and additional information regarding the reported events. Concomitant product: product ID neu_unknown_ext, lot # unknown, product type extension; product ID neu _ins_stimulator, lot # unknown, product type implantable neurostimulator. (B)(4).

Event description:
Ostrem, j.l., ziman, n., galifianakis, n.b., starr, p.a., san luciano, m., katz, m., racine, c.a., martin, a.j., markun, l.c., larson, p.s. Clinical outcomes using clearpoint interventional MRI for deep brain stimulation lead placement in parkinson's disease. Journal of neurosurgery. 2015:1-9. Doi: 10.3171/2015.4.jns15173. Summary: the clearpoint real-time interventional MRI-guided methodology for deep brain stimulation (dbs) lead placement may offer advantages to frame-based approaches and allow accurate implantation under general anesthesia. In this study, the authors assessed the safety and efficacy of dbs in parkinson's disease (pd) using this surgical method. Dbs leads placed using the clearpoint interventional real-time MRI-guided method resulted in highly accurate lead placement and outcomes comparable to those seen with frame-based approaches. Reported events: one patient with bilateral deep brain stimulation (dbs) for idiopathic parkinson's disease (pd) did not complete the study because they developed an implantable neurostimulator (ins) infection which spread to the connector site and required explantation of the dbs system. The cause was attributed to surgery. One patient with bilateral dbs for idiopathic pd developed an infection, which was noted to be caused by the surgery. This was considered a non-serious adverse event, and the infection had been resolved by antibiotics as of one year post-implant. One patient with bilateral dbs for idiopathic pd developed a lead fracture requiring replacement and was therefore withdrawn from the study. Further information has been requested; a supplemental report will be submitted if additional information is received.